Manufacturer narrative:
(B)(4). Date sent: 9/17/2020. Device was not returned as originally reported: correction medwatch. Investigation summary: per handpiece screening procedure, the handpiece was evaluated and it was determined the handpiece was defective and is not repairable. Ethicon endo-surgery independencia is the only authorized site to perform analysis on handpieces.   Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch: r92f76 and no non-conformances were identified. Manufacture date: 8/27/2019.

Manufacturer narrative:
(B)(4). Batch #: r92f76. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the handpiece physically broke. There was no adverse consequence to the patient. No additional information is available.